Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. The device case was opened and the battery was removed and replaced with an external power source. Measurements of the device circuitry were completed and a normal current drain was observed. Next, the battery voltage of each of the three internal cells was measured. The voltage of one of the three cells was lower than expected, indicating a possible product performance issue. The root cause of this product performance issue was unable to be determined.

Event description:
It was reported that tones were emitted when it comes to this device. When the patient was seen at the hospital it was noted that the battery percent was low and premature battery depletion was alleged. The device was explanted and returned. No adverse patient effects were reported.

Event description:
It was reported that tones were emitted when it comes to this device. When the patient was seen at the hospital it was noted that the battery percent was low and premature battery depletion was alleged. The device was explanted and returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, review of the device memory found that the device had not yet reached elective replacement time (ert) battery status. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Review of device memory confirmed that the battery voltage had been decreasing more quickly than expected. The device case was removed and an external power supply was connected to the device. The device current drain measured normal. Next, the battery voltage of each of the three internal cells was measured. The voltage of one of the three cells was lower than expected, indicating a possible product performance issue. The root cause of this product performance issue was unable to be determined.

Manufacturer narrative:
This device will be returned for analysis. Upon analysis this investigation will be updated.

Event description:
It was reported that tones were emitted when it comes to this device. When the patient was seen at the hospital it was noted that the battery percent was low and premature battery depletion was alleged. The device was explanted and will be returned. No adverse patient effects were reported.